Event description:
During the implant procedure, the lead was positioned at the apex of the right ventricle; however, the pacing output was low. The stylet was removed from the lead and an attempt to insert a new stylet into the right ventricular (rv) lead was unsuccessful. The rv lead was replaced to resolve the event. Following the procedure, the patient became confused and unstable. An echocardiogram was performed, revealing a perforation of the right ventricle. The patient was transferred to cardiac surgery and the perforation was resolved. The patient was stable following the procedure.

Event description:
Additional information was received indicating that following the implant procedure, the patient experienced a cardiac tamponade. The patient was transferred to cardiac surgery and the tamponade and cardiac perforation was resolved. The patient was stable following the procedure.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix could extend and retract and the helix extension length was within specification. Regarding the reported event of cardiac perforation, a tip stiffness test was performed and the results were within specification. The reported event of pacing output was low was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The reported event of stylet insertion failure was confirmed. Stylet test was found to be unable to insert beyond the connector region. X-ray inspection revealed over torque of the inner coil at the connector region. The cause of stylet insertion failure was due to over torque of the inner coil consistent with procedural damage.